Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the manufacturer representative stated that a healthcare provider had received a letter describing the patient¿s potential exposure to a strong electromagnetic field in a work-related environment. The representative reported that the patient was in close proximity to a large magnet, after which the patient was reported to have experienced uncontrolled limb movements and pain when the implanted neurostimulator battery was depleted, and therapy was believed to be off. A separate incident was also reported to have occurred while the patient was driving. The representative stated the letter indicated the patient had ongoing difficulty maintaining device charge and experienced significant discomfort when therapy was restarted, noting the patient dislikes the sensation of therapy turning on. The representative clarified that therapy was believed to have been off during the reported incidents and that symptoms occurred until therapy was turned back on. Technical services reviewed labeling related to electromagnetic field exposure and advised follow-up with the healthcare provider. The manufacturer representative stated they would follow up with the patien t. The manufacturer representative provided additional information indicating that the patient¿s symptoms were suspected to be related to exposure to a large magnet in the work environment. No diagnostics or troubleshooting related to electromagnetic interference have been performed to date. The issue has not yet been resolved, system performance remains unknown. For the charging, depletion, and therapy-off issue, the cause was not determined, contributing factors are unknown, no resolution has been confirmed. Follow-up is pending while awaiting a return call, with plans to see the patient as soon as possible.